Event description:
A customer reported the pump on the footswitch kept running before a procedure. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Manufacturer narrative:
The customer reported that the footswitch continued to run without user input. The reported event was noticed prior to a procedure. The customer contacted technical services and ordered a replacement footswitch. No further service was requested by the customer. The footswitch was received and a visual assessment of the returned sample revealed no nonconformities. The footswitch was connected to a calibrated system and the system was powered on. The treadle and switches were tested and the footswitch met product specifications. The footswitch was manufactured on april 7, 2006. Based on qa assessment, the product met specifications at the time of release. The system was manufactured on november 28, 2007. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).